Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient external device. It was reported that it took the patient 8 minutes to get one bolus. The patient stated that it used to be 2 minutes, then 4 minutes then 6 minutes and now 8 minutes. The agent walked the patient through how to close all applications and go to patient the data service to clear the data. The patient was able to successfully bolus within 10 seconds. The troubleshooting steps that were taken on the call resolved the issue. The patient had hard time connecting and read ¿not found¿ many times. The patient stated that the handset gave a restart icon. The agent advised tohit the restart when that pops up. The patient will monitor and call back if needed.